Manufacturer narrative:
Calibration and qc were acceptable. The service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found a clogged reagent probe and replaced it. The customer calibrated and ran qc. The fse performed a cross-check with patient samples and all results were acceptable.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for gluc3 glucose hk (gluc3) on a cobas 6000 c (501) module. Patient 1: initial result was 46 mg/dl. The repeat was 94 mg/dl. Patient 2: initial result was 44 mg/dl. The repeat was 219 mg/dl. Patient 3: initial result was 27 mg/dl. The repeat was 228 mg/dl. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The gluc3 reagent lot number was (B)(4). The expiration date was not provided.